Event description:
The ge oec 9800 fluoroscopy system had vertical lift column failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the defective ps3 power supply. The system was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction. This system is located in another country.